Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 175 mg/dl on the blood glucose monitor at 9:15 p. M. On (B)(6) 2024. The patient experienced hyperglycemia symptoms of vomiting, heartburn, and could not eat. The blood glucose result on a non-roche meter was "hi" at the same time. After 15 minutes, the patient's mother took her to the pharmacy and the blood glucose result was 325 mg/dl on the pharmacy's meter. The patient's mother transported her to the hospital. The blood glucose result was 445 mg/dl on the hospital's meter. The patient was treated with potassium and insulin via IV. The patient remained in the hospital overnight.